Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The doctor open a hole on the patient's abdomen and cut off the tissue with a knife,then the device was removed with trocar (cause the device could not take away through trocar). What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? According to the information provided by the doctor : first they push the reverse switch, there was no reaction, and then tried to reinstall the battery, and then they used manual override, but it still could not open the jaw . Did the jaws eventually open? No. Can additional information be provided on size of incision required to remove device? Was another trocar inserted into patient to remove device or was procedure converted to open surgery? The doctor made an incision in the abdomen and cut tissue through the incision with a scalpel, they removed the stapler from the abdomen together with the trocar cause the jaw was still angled. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer surgery, after fired, could not open the jaw. Unknown how to open the jaw finally.